Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a damaged front and rear housing. Review of the device history log indicated that the pump had an error. Functional testing included use testing. The motor was activated and the device exhibited an error and battery was depleted. The motor and circuit board were replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the motor and circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
No patient involvement, errors found during biomed testing.